Event description:
The customer stated that during testing they discovered that this unit will pace even when the ECG lead is removed.

Manufacturer narrative:
The device has been received and requires additional time to complete the investigation. Upon completion of the investigation, a supplemental will be submitted.